Event description:
Further information from the clinic indicates the patient did not receive inappropriate therapy and the device was functioning normally.

Event description:
It was reported by the patient they have been getting shocks daily for the past two weeks. It is not known whether the shocks were appropriate or not. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).